Event description:
It was reported during use of the device, the cooler/heater unit's display panel would cut out. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical engineer reported this unit has been taken out of clinical use. This complaint record is related to MDR #1828100-2012-01188. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.